Manufacturer narrative:
(B)(4) (revision surgery). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified surgery. During the surgery, the tip of the driver broke. The product came in contact with the patient. No fragments of the product remained in the patient. Patient complications were unknown.

Manufacturer narrative:
No revision surgery to be considered for this product. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visually confirmed the instrument tip has been broken at an angle. The angulation of the fracture surface suggests bend stress overload. Microscopic examination of fracture surface identified a quasi-brittle fracture that appears to have initiated near the base of the hex, with river lines and no indication of fatigue or torsional overload. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Material hardness found to be within print specification. The location and angle of the fracture, surface morphology, nature of the thread damage, and the absence of evidence of torsion suggest failure due to bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.